Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the outcome was an ongoing event. It was noted that intervention required reprogramming. It was noted that they were unable to interrogate because, the battery was depleted on 2013 (B)(6). It was noted that x-rays were taken and showed lead intact on 2013 (B)(6). It was noted that the event was related to the device or therapy. It was noted that the device was working and the patient loss therapeutic effect in the lumbar region. It was noted that the patient continued to let the battery deplete but even when the patient was charged, the patient did not get therapeutic effect. Additional information reported the patient was unable to get stimulation in the area needed during several diagnostic device interrogations. Additional information reported, the intervention also included a surgical revision of the lead. It was also noted that reprogramming was done.

Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3487a-33, lot# j0225540v, implanted: 2002 (B)(6); product type lead product ID 3887-33, lot# j0012805v, implanted: 2000 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 74002, lot# n335574, implanted: 2013 (B)(6); product type adapter product ID 3487a-33, lot# j0225540v, implanted: 2002 (B)(6); product type lead product ID 3887-33, lot# j0012805v, implanted: 2000 (B)(6); product type lead (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient continued to let the battery deplete but even when charged the patient was not getting therapeutic effect in the lumbar area and covers only the right thoracic region.

Event description:
Additional information reported intervention included additional reprogramming in september. The event was considered resolved without sequelae.